Event description:
Gyrus pk device would start to cut tissue when used, but would then stop working. New machine obtained and then new gyrus pk opened. No issue with new machine and product. Physician instructed to take smaller grasps on tissue.